Manufacturer narrative:
The partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was explanted due to unrelated endocarditis. The ra lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.